Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. No adverse event was reported in conjunction with the high lead impedance condition. Further follow-up revealed that the patient underwent vns therapy system replacement. Both the pulse generator and bipolar lead were replaced. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.